Event description:
It was reported that (1) hdh05 was used during a lap burch procedure. It was reported by the rep that the harmonic scalpel lockout occurred and could not be corrected without replacing blade with a new one. Opened another device to complete the case. There was no consequence to the pt.